Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt reported experiencing elevated blood glucose due to air bubbles in the insulin cartridge. She was assisted in priming the air bubbles from the insulin cartridge. She stated that the time and date are set correctly on the infusion device and her basal rates are correct. She stated that there have been discussions regarding increasing her basal rates. Upon follow up in the next day, the pt stated that she had no further issues with air bubbles, but her blood glucose continues to be elevated. She was advised to speak with her physician. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.